Event description:
During decortication of the sacroiliac joint, the surgeon used the first decorticator as described in the surgical technique guide. The decorticator was extended to the full length with no forcing or resistance. After retraction, it was noted on imaging that a piece of the decorticator remained within the si joint space. The surgeon attempted to suction it out unsuccessfully and decided to leave it in the joint. The surgeon proceeded with the other two decortication devices which appeared to move the broken pice around the joint and embed it in the bone. No patient adverse effects were reported.